Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the synchroseal be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal had a tear in the jaw cover. At the time of this report, it is unknown how the procedure was completed or if the reported event had any impact on the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn. The tears measured roughly 0.1435" x 0.0590". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. The jaws did not open and close properly as the cover is extended to the base of the jaws. The complaint regarding a torn jaw was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.